Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated intermittent shocking sensation at the ins site. Multiple previous attempts were made to alleviate issue with reprogramming adjustments. There was pain at the ins site. The issue was resolved with device replacement. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the report showed frequent depletion of the implantable neurostimulator (ins) (dating back to (B)(6) 2025), and that once the ins was recharged again, the patient was not always turning on stimulation right away and sometimes there were days before they turned stimulation back on. Pt generally using tonic stim for their therapy and caller has confirmed that the pt is feeling a return of pain symptoms when stim has turned off (versus the pt just not feeling stim with stim on). They are planning to do some imaging of the leads and will try to do impedance checks with pt in different positions in the near future.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) indicated that for about the past year they have a sensation like ins was turning off when it was actually on and this was a daily occurrence. The pt was not using cycling or adaptive stim per caller. The caller stated impedances were good, rep confirmed when asked that programmed pair values were good. The caller stated when pt felt the lack of stim and/or lack of efficacy, the ins still showed as on. Agent inquired if this was positionally related at all and caller stated the pt could twist and move where stim was felt less. Agent reviewed running impedances in those positions, potential imaging of the lead, considerations around reprogramming.

Event description:
The device was explanted on (B)(6) 2026 and returned pending analysis. Intermittent pain/shocking sensation at the pocket site was noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the ins turning off seems to have started after they had issues with shocking sensations at the ins site. They added that movements can also cause it to stop working and start again. The patient noted that they have changed programming, and replaced the recharging paddle and controller. The issue has not been resolved yet. They stated that the cause has not been found.